Manufacturer narrative:
(B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as the lens was discarded. Therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during loading, a white material was observed on an intraocular lens (iol) though the microscope. No patient contact was reported. The lens was discarded by the customer. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/07/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed that the pushrod was exposed out of the cartridge. No intraocular lens (iol) was returned for evaluation. The preloaded system was opened to verify the reported issue and no particle was observed in the device. The customer's reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.